Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) had dialed into the station and verified that the date and time settings were accurate. The synchronization logs confirmed that the station was successfully uploading data, with no variation detected in the change tracking version, indicating stable communication. The last successful upload and download timestamps were consistent with expected activity, and the station¿s internet protocol address was confirmed. The tss verified that the station was actively communicating without any further issues. Additionally, the health status viewer no longer displayed any notices related to the station, confirming that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es device was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.